Event description:
Pt on specialty mattress with heater unit. Bed warmer unit was turned off but bed continued to heat. Pt body temperature elevated to 101 f and patient's back has reddened areas but no skin breakdown. Bed (mattress) immediately removed from service and returned to vendor. Mattress is a rental. Vendor notified of malfunction 1-29-03.